Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h6, h11. The lot #3000409172 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed.. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was used for central anastomosis. When the seal was released from the delivery device into the blood vessel, the seal did not open, and the field of vision could not be secured due to bleeding, so the device was abandoned. This time, the procedure was completed successfully with a new device. There was no damage to the patient's health (additional blood transfusion). No blood transfusion was required. There were no delays in the procedure.